Event description:
During a remote follow up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue being monitored.